Manufacturer narrative:
The evaluation found no device deficiency or error message during functional testing of the autopulse platform (sn (B)(4)). The platform functioned within the specification. The platform was subjected to a run-in test using a good known reference autopulse battery, and operated with continuous compression for 30 minutes using a light resuscitation test fixture without any issue observed. Review of the archive data retrieved from the platform indicated that a user advisory (ua) 18 (max take-up revolution exceeded) error message was observed around the event date. It was noted that the platform displayed a ua 18 error message as it did not detect a load change or a change in patient weight. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 18 error message observed in the archive data is easily clearable by the user. Per the autopulse user guide instructions, the ua 18 error message can be cleared by restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).. The autopulse platform is a reusable device and was manufactured in 04 dec 2004.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check that the lifeband on the autopulse platform (sn (B)(4) did not fully wind. There was no patient involvement. No further information was provided.